Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient gained weight and the ipg flipped inside the ipg pocket. As a result, the patient underwent ipg pocket revision on (B)(6) 2017 where the ipg was repositioned.

Event description:
Follow up information identified the patient experienced pain at the ipg site due the ipg flipped in the pocket site. Since the ipg was repositioned, the pain has resolved.